Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Coil on tip of syntel silicone embolectomy catheter - spring tip unravelled and snapped off. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the balloon had ruptured and the spring tip had separated. Based on the evaluation of the returned unit, it is likely that the maximum pull force for the event unit was exceeded, which caused the balloon to rupture. Applied medical has reviewed the details surrounding the spring tip separation and is unable to determine the exact root cause of the spring tip separation based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: brachial embolectomy. Coil on tip of syntel silicone embolectomy catheter - spring tip unravelled and snapped off. Additional information received from [distributor] via email 23aug21: the patient came to no harm. No substantial vessel injury. Procedural success. I found a resolution ¿ had to physically pull the device out with force (initial pass was smooth) ¿ evidently snagged within vessel. I was left unsure the tip was lost ¿ I did not believe so. The whole spring tip of the catheter within the balloon unravelled and had evidently snagged on the vessel/thrombus. The procedure was a brachial embolectomy. No atherosclerotic disease believed present. I am unsure if the product is available. Type of intervention: had to physically pull the device out with force (initial pass was smooth). Patient status: no substantial vessel injury. Procedural success.